Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. Cause was unknown, and a specific bg value was not provided. A manual insulin injection was administered, and a bolus was delivered to address bg level.